Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited rising thresholds to high levels. The lead remains in use. No patient complications have been reported as a result of this event.